Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At (B)(6) 2015, tha was done with trident psl cup, trident x3 liner, no stryker stem and delta head. After the operation, the doctor suspected loosening of the cup side by patient symptoms and x-p and cup side and head was exchanged the new devices. The bone resorption around the cup and discoloration of the liner and wear of the liner was confirmed. The doctor requested that inspection of wear condition of the sliding surface and cup side.